Manufacturer narrative:
(B)(4) was used to denote surgical intervention.

Event description:
It was reported that a this patient was admitted to the hospital and a temporary pacing lead was placed due to high out of range pacing impedances greater than 3000 ohms on the right ventricular (rv) lead. They were able to recreate the high out of range impedances with left arm movement. Subsequently, two days later the lead was surgically capped and replaced. No additional adverse patient effects were reported.